Event description:
It was reported that the patient developed a lethargic condition and was hospitalized on (B)(6) 2017. Two days later, the patient's family contacted the surgeon and they have helped to contact the local staff to adjust the pressure.